Event description:
A report has been received from a physician concerning a male pt (c.g., weight: 54 kg, height: 171 cm) who was enrolled in 2006 in an observational survey, which describes the techniques used in the treatment of gas leaking in thoracic surgery: partial pulmonary exeresis (lobectomy, bilobectomy, wedge resection, lung volumetric reduction surgery) and decortication surgery. The pt had a medical history of cardiovascular disease, pleural effusion, minor chronic obstructive pulmonary disease and renal dialysis. The pt was not a smoker. The pt had no concomitants meds likely to influence the pulmonary cicatrisation. The pt did not undergo thoracic intervention previously. On same day, functional respiratory exploration (pre-operative work-up), was satisfactory with fev1 at 74% and fev1vc/vc at 100%. On that day, the pt underwent a left superior lobectomy. The intervention lasted 120 mins. The surgical technique with the parenchyma was mechanical suture with fasteners. A significant air leak was observed which required a treatment combining suture and coseal application. The volume of coseal used was 4 ml. The tests showed a stop of gas leak. Pleural drainage was done (2 times). Post-operative ventilation was spontaneuous and air leak reappeared. Three days later, the pt died in a context of infectious shock (due to staphylococcal meti r) and multi-organ failure. The reporter considered the event as not related to coseal in this pt with a heavy cardiac and renal co-morbidity. He also reported that the pt's death occirred post-operatively during haemodialysis due to cardiac shock probably from infectious origin.

Manufacturer narrative:
This is an off-label use of coseal. We agree with the reporter that the death was not determined, and the product has not contributed to the death, given the infectious shock and the consecutive multi-organ failure, with the background of severe preexisting cardiac and renal co-morbidities. The reoccurrence of the aerial leak can be interpreted as a lack of efficacy. Based on the exisitng detailed report and the causality assessment of the investigator, there is no reasonable clinical indication that the aerial leak may have contributed to the pt's death. Given the putcome of the event, the case should be reported in all geographies.